Event description:
The technician alleged that the head of the stretcher is not going all the way down. No pt impact.

Manufacturer narrative:
The technician replaced the pneumatic gas spring to resolve the issue.